Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. "

Manufacturer narrative:
Qn#(B)(4). Based on investigation, the defect mode on cuff leakage was matches with complainant report. The blue cuff could not inflate during inflation test and there are bubbles observed during water leak test due to cut mark which then observed. A 100-percentage water leak test, along with visual inspections during inflation and deflation, was conducted during the manufacturing process in accordance with the standard production method. Any obvious defects as per returned sample that do not meet the quality assurance specification should have been detected and rejected, as they would fail all tests at the manufacturing site. Therefore, this defect could not be attributed to manufacturing issues. The device history record for lot kme22m1215 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The event may have resulted from external force or excessive physical force exerted on it, but the exact root cause remains undetermined.

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. "